Event description:
It was reported that a 22mm amplatzer cardiac plug was selected for an implant on (B)(6) 2022. The device did not take the proper shape after deployment and was removed from the patient prior to release from the delivery cable. Device was replaced to a 20mm amplatzer amulet that was implanted. Patient stable, no additional information was reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of device not taking proper shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.